Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # 267c29. B3: only event year known: 2023 investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b (b) device was received with no apparent damage and with one reload not properly loaded, the reload was received fully fired with staples protruding, the rear cap was broken off and missing, and the pin missing. Also a second reload was received with the rear cap missing, fully fired and batch 216c35. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. It is possible that the reload was not loaded correctly. To reload, the device, the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not followed the reload may become damaged. It should be noted that when manipulating the device only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 267c29, and no non-conformances were identified.

Event description:
It was reported that during a bowel resection, the staple locked out and wouldn't fire. No patient consequences.